Manufacturer narrative:
Pump serial numbers: (B)(4).

Event description:
Quarterly summary report for alleged usb port issues: it was reported that the usb port was damaged or loose prohibiting charging. The user reverted to an alternate method of insulin therapy to address the issue. There was no adverse impact to the user.